Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the capture threshold increased, sensing threshold decreased, and impedance decreased. The lead was capped and replaced.